Event description:
It was reported that the pt underwent a decompression procedure at l3/4 using mini-invasive procedure. It was reported that the image of short scope became obscure during use. The surgeon believed that the scope shaft was cracked when a forceps touched it and stressed the shaft, so that the light was not bright enough to continue the surgery. The pt was closed and the surgery was suspended until the next day to be performed with a newly purchased endoscope.

Manufacturer narrative:
The lot # is not reported, therefore, the MFR date is unk. The part was not returned to the MFR for eval. Wer are unable to determine the cause of the event.